Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that flushing and flossing were performed and the tether was retracted.

Manufacturer narrative:
Product ID [mc2avr1-delsys] this is a system report. The section d information is for the primary device, which was in use with the following: brand name [micra] product ID mc2avr1-delsys serial: (B)(6). D9: yes, return date: 11 aug 2025 h3: yes> product event summary: the delivery system was returned without the device, the tether thread and tether pin, and analyzed. Analysis indicated the lumen of the delivery system was torn. The analyst noted according to the finding result, the lumen torn could cause the tether to stick in the catheter and positively contributed to the feeling of the tether slightly stiff during implant. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name [mc2avr1] product ID [mc2avr1-delsys] (serial: [serial (B)(6); medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implantation of the leadless implantable pulse generator (ipg), during the first deployment of the microcatheter implant, the data was poor, and it seemed that only one tine was engaged; during the second deployment, the data was favorable, so flushing and flossing were performed, and the wire was retracted. It was mentioned that the tether felt slightly stiff during flossing, so the cut end of the tether was temporarily clamped with forceps to prepare for possible retrieval of the main body, and the tether was slowly pulled, but pacing failure occurred, likely due to a change around the main body electrode. It was also noted that the lumen was damaged. The device was attempted not used and replaced. No patient complications have been reported as a result of this event.